Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the femoral head impactor device broke into two pieces. It was reported that as the surgeon was impacting the head onto the stem with the impactor, the white head impactor cracked in half upon impaction. All pieces were retrieved from the patient. It was reported that the broken tip was discarded. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address were provided as (B)(6). The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).